Event description:
A malfunction occurred, displaying malfunction code 16, with no notable events preceding it. There was no reported impact on the customer¿s blood glucose level. Technical support arranged for the pump to be replaced, confirmed the shipping address, and instructed the customer to use multiple daily injections (mdi) as a backup therapy. The customer was guided on putting the pump into storage mode and agreed to return it within ten days using a pre-paid label.